Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Event description:
Philips received a complaint from the service engineer, reporting the v60 ventilator displayed a machine pressure sensor auto-zero failed (error code 1108). There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) reported that the device displayed a check vent: machine pressure sensor auto-zero failed (diagnosis code 1108) in the event log. The se replaced the data acquisition board to resolve the issue.

Manufacturer narrative:
The faulty part was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "this is in regard to the data acquisition (da) printed circuit board assembly (pcba) with the accusation of: machine pressure sensor auto-zero failed. Functional analysis was performed and identified that the device pressure accuracy testing passed. In addition, the tech verified that the average machine and proximal pressure were within the expected range at 0 cmh2o (centimeters of water). The tech could not duplicate the failure from the service. The suspect da pcba operates on the stb (standard test bed) without issue or error code. No problem found."